Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found, no correction required.

Event description:
The rf head was returned for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer has intermittent interrogation issues. The company representative had replaced the radio frequency (rf) head and the issue was resolved. The programmer was restored to service. There was no patient involvement. The event date is month and year specific.